Manufacturer narrative:
The customer provided three potential lot numbers for the devices used. Below are the potential lot numbers and the corresponding unique identifier (UDI) numbers: lot number: hcg6080012; unique identifier (UDI) number: (B)(4) hcg6080012, lot number: hcg6080223; unique identifier (UDI) number: (B)(4) hcg6080223, lot number: hcg6090135; unique identifier (UDI) number: (B)(4) hcg6090135. These lot numbers and unique identifier (UDI) numbers were not entered (additional device information) as the customer was unable to specify which was the correct information for the devices used. Investigation conclusion: the customer's results were not replicated in-house with retention products for any of the three potential lot numbers. Retention products were tested with hcg-positive urine at the qc cutoff, at a middle positive hcg level, and at three high hcg levels. All devices produced positive hcg results at the read time and met the qc specification. No false negative results were observed. Manufacturing batch record review did not uncover any abnormalities. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The customer reported receiving a negative result using a consult hcg urine cassette and a positive roche eclia quantitative hcg result for two patients. The customer was unable to recapture the information for these two patients. The customer provided three potential lot numbers for the consult hcg urine cassette devices used: hcg6080012, hcg6080223, and hcg6090135. The customer was unable to specify which lot numbers were used. Although requested, no additional information was provided.